Manufacturer narrative:
Conclusion: difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that there was difficult femoral anatomy with heavy calcification. This indicates that the probable cause of the advancement difficulties was calcified patient anatomy. During deployment resistance was felt and a separation from the capsule was noted. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or if a valve was misloaded. A break was observed in the capsule frame, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review. The cause of the capsule separation cannot be determined based on the information available. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The dcs was received with the capsule separated and the handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact and there was no damage noticed on the threading of the screw gear. Voids were observed along the proximal end of the capsule. There is a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, it took time to advance the delivery catheter system (dcs) to the arch due to difficult femoral anatomy with heavy calcification. During attempted deployment, the capsule was not opening. No resistance was felt. The valve remained in the dcs and a separation from the capsule was noted just above the paddle pockets. Subsequently, the valve and dcs were removed from the patient without injury or difficulty. A second valve was implanted using another dcs. The loading was performed by experienced medtronic personnel with no misload noted on fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.